Event description:
Pt monitored in the telemetry unit due to a run of v-tach after a procedure. Unable to retrieve archive data from the spacelab healthcare intesys clinical suite -ics- "full disclosure" monitoring info system. Is contacted spacelab to resolve problem. Data was retrieved.